Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 10th november 2009 and performed to specification up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012. A decrease in voltage was observed at this time. An increase in voltage was observed on the (B)(6) 2012 with the device passing a self-test. Manual power ups were recorded at this time all of which recorded a nonsensical duration. The device records self-tests alongside random manual power ons up to the (B)(6) 2016, voltage fluctuations are observed during this time. The device records a manual power ups of 10 minutes duration between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The voltage fluctuations recorded in the history log can be attributed to the user intermittently inserting a different pad-pak or an incorrectly seated pad-pak. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.